Event description:
Patient was catheterized with #18 french foley catheter, when leakage was noted around the catheter and was unable to remove the catheter. Several attempts to deflate the balloon of the catheter were unsuccessful, and the patient was transferred to an acute care facility to deflate the balloon. The balloon was disintegrated within the patient's bladder, and the catheter was extracted without further incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.